Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. This supplemental medwatch report is also correcting information submitted on the initial medwatch report. Device evaluation: the device was not returned to zoll medical corporation for evaluation. However, visual data of the error log was provided by the customer. The customer's report was observed during review of the visual data. The visual data does show several occurrences of a defib imp fault 347 and 348 ohm message that are consistent with the described event. These messages occur when the device detects a defib impedance greater than 250 ohms, which the device will display a check pads message. Under these conditions, the device would not deliver a shock. Without the device, we are unable to confirm the device is functioning as expected and the user advisory was appropriate. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed a "defib pad short" message and failed to discharge. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction. Please reference medwatch report number 1220908-2020-00931 for a report from the same customer.